Event description:
The customer stated that the buttons stopped working after the insulin pump was submerged in water. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a blank display due to corroded electronic assembly. Unable to confirm the no button response due to the blank display. A scratched case was noted.